Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose (bg) level was displayed as "low"; although a specific value was not provided. The customer drank sweet tea and consumed sugar to address bg. Emergency medical technicians were contacted; however, when they tested customer's bg level, it had increased to 99 mg/dl and no treatment was given. Reportedly, tandem technical support was able to perform a log review which indicated that the customer unlocked the pump and initiated the fill tubing sequence; however, customer maintained that the pump initiated the fill tubing sequence without user interaction. The customer will continue to use current pump for insulin therapy.